Manufacturer narrative:
H4: device manufactured on january 3, 2023- january 4, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed the lot number of the device. The photograph suggested a underinfusion condition may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined; however, the most potential causes for this report: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors underinfused during patient infusion; the devices partially emptied until the planned end. The devices contained fluorouracil. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.